Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient reportedly experienced an infection at the chest and neck area shortly after vns lead and generator reimplantation surgery. The patient underwent vns explant. The surgeon did not know what caused the infection. The device history records were reviewed for the lead and generator and revealed that the devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.